Manufacturer narrative:
Clinical investigation: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient can be on hold due to being admitted into the hospital. In additional follow-up, it was discovered that the patient was hospitalized on (B)(6) 2026 for symptoms of dizziness, shortness of breath and lower extremity edema (not specific to pd treatment). It was reported the patient was diagnosed with fluid overload and orthostatic hypotension. The patient received dialysis treatment in the hospital (details unknown) and was subsequently discharged on (B)(6) 2026. The patient is recovering from the event and continues pd therapy with the same cycler. The nurse confirmed there were no cycler malfunction or product issues in relation to the event. It was reported that the patient was completing pd treatments with the fresenius cycler without any adverse effects. The nurse indicated that the event was due to patient incorrectly using 1.5% strength pd solution instead of using 2.5% strength pd solution to achieve ultrafiltration goal. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.